Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered two inappropriate shocks due to supraventricular tachycardia. Technical services (ts) advised after the second inappropriate shock the rhythm slowed and fell below the rate cutoff. In addition, ts provided reprogramming recommendations. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered two inappropriate shocks due to supraventricular tachycardia. Technical services (ts) advised after the second inappropriate shock the rhythm slowed and fell below the rate cutoff. In addition, ts provided reprogramming recommendations. Additional information provided this ICD has subsequently been explanted after normal battery depletion. Another ICD was implanted to complete this procedure. This ICD has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered two inappropriate shocks due to supraventricular tachycardia. Technical services (ts) advised after the second inappropriate shock the rhythm slowed and fell below the rate cutoff. In addition, ts provided reprogramming recommendations. Additional information provided this ICD has subsequently been explanted after normal battery depletion. Another ICD was implanted to complete this procedure. This ICD has not been returned at this time. No additional adverse patient effects were reported.